Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: at call back on (B)(6) 2017, the customer stated his condition had improved and he did not currently have any diabetic symptoms. Customer stated no medical intervention was needed since the last call. There were no additional blood tests performed with the trueresult meter. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 320 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. At the time of the call, the customer reported feeling fatigued, run down and sweating. The customer declined medical attention at the time of the call. Customer stated he went to the hospital as a result of using the true result with a reading of 320 mg/dl fasting on (B)(6) 2017 and also chest pain. After being admitted, customer stated he was diagnosed with pneumonia. Customer stated he did not recall his blood glucose result while at the hospital. Customer stated he left the hospital (B)(6) 2017. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date was undisclosed. Customer stated he was not concerned with any of the results in the meter memory. The meter memory was reviewed for previous test result history: 164mg/dl (B)(6) 2017 06:12:00 pm fasting:no, 185mg/dl (B)(6) 2017 05:25:00 am fasting:yes, 121mg/dl (B)(6) 2017 06:22:00 pm fasting:yes, 210mg/dl (B)(6) 2017 05:36:00 pm fasting:no, 103mg/dl (B)(6) 2017 04:22:00 am fasting:yes, memory concerns: none.